Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?yes. D10: returned to manufacturer on: 31-may-2023 h6: investigation summary four samples were provided to our quality team for investigation. A visual inspection was performed, and no defects or imperfections were observed. Each sample was then connected to a syringe with saline solution. Three samples expelled the solution with a normal flow. One sample did not expel the solution; this needle is clogged. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. Several quality initiatives have been implemented on our manufacturing line to ensure that the needle lubricant application is properly applied during the manufacturing process. Additionally, a monitoring program is also in place to verify the needle lubricant is applied uniformly to the needle. A device history record review was completed for provided lot numbers 2025238, 2024137, 1152504, and 1039385. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect.

Event description:
It was reported that 90 of the bd safetyglide¿ needle were blocked. Multiple lot #'s 2024137, 2025238, 1152504, 1039385 the following information was provided by the initial reporter: there seems to be a block in the needle when pushing the plunger.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d.4. Medical device lot #: 2024137. D.4. Medical device expiration date: 31-dec-2026. H.4. Device manufacture date: 24-jan-2022. D.4. Medical device lot #: 2025238. D.4. Medical device expiration date: 31-dec-2026. H.4. Device manufacture date: 25-jan-2022. D.4. Medical device lot #: 1152504 . D.4. Medical device expiration date: 31-may-2026. H.4. Device manufacture date: 01-jun-2021. D.4. Medical device lot #: 1039385 . D.4. Medical device expiration date: 31-jan-2026. H.4. Device manufacture date: 08-feb-2021. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 90 of the bd safetyglide¿ needle were blocked. Multiple lot #'s 2024137, 2025238, 1152504, 1039385. The following information was provided by the initial reporter: there seems to be a block in the needle when pushing the plunger.